Manufacturer narrative:
One sample was received for quality investigation. Visual examination of the sample indicates that the sample separated below the lower pumping segment tubing. Further evaluation of the sample indicates no evidence of bonding solvent on the tubing surfaces or inner surface of the lower pumping segment. The customer complaint of connection issue was not verified; however, separation of the sample was identified. Investigation was forwarded to the manufacturing location for further evaluation. After investigation, separation between tubing and lower fitment could be related to lack of solvent due an incorrect insertion of tubing to solvent dispenser by the production personnel. As a corrective action, an accessory is to be added to the medical solvent dispenser that assists the production personnel in guiding the tubing to the insertion point of the solvent dispenser. A device history record review for model 2420-0007 lot number 24125069 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris pump module smartsite infusion set was disconnecting the following information was received by the initial reporter with the following: it was reported by customer that had another bd alaris pump infusion set completely come apart from the tubing located in the blue clip once the nurse placed it in the alaris pump prior to closing the pump door.